Manufacturer narrative:
A device history record review was completed on the reported lot v7d106. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. During production, the formulation of the product is tested every 2 hours to measure the maximum temperature that it can generate. The tolerance for this process is 104.0 ± 1.8 ºf. Only if all samples meet this tolerance are they even released. Based on peak temperature upon activation, a burn is not likely with this product. Per astm standard c 1055-99e the lowest temperature where the epidermis damage occurs is at 111.2f and a burn is not likely with this product. (B)(4) samples were received by the site on 08/30/2017. Out of (B)(4) samples, (B)(4) samples were pre-activated while 50 samples were not. Site¿s qe tested the samples in an environmental chamber with an ambient temp of 75ºf. Max temp recorded was 104.8 ºf and a minimum of 103.1 ºf. No corrective action would be initiated for this complaint. Plant will keep monitoring the incoming complaints for this complaint mode for this product.

Event description:
Based on information received from the customer, the heel warmer was placed on the newborns heel, however, it allegedly burned the baby's skin on the right lateral ankle and caused a blister. The nurse immediately placed a clean cool cloth on the area. When the baby was seen by the pediatrician, he referred the infant to the burn unit.